Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms. The insulin pump had a radio frequency pic failed self-test alarm during the self-test due to faulty connector on the radio frequency board. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump had scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, hospitalization, radio frequency pic failed self-test and low battery alarm on the insulin pump. Customer's blood glucose level was 286 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and was hospitalized. Customer was not wearing the insulin pump 5 months prior to the hospitalization. Troubleshooting for the radio frequency pic failed self-test was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.